Manufacturer narrative:
The ge service rep performed an on site investigation. The reported issue could not be duplicated. The connection in the monitor hose, video card, and connectors were checked during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently had poor image quality. No patient injury was reported.